Event description:
It was reported that vessel dissection occurred. The target lesion was located in the moderately tortuous and severely calcified vessel. A 1.25mm rotalink plus was selected for use. During procedure, it was noted that during rotablator advancement, the device caused a dissection within the vessel. Rotablation was then stopped and a non- bsc balloon and three non-bsc stents were used to open up the vessel and complete the procedure. As per physician's opinion, the device was not in fault of the noted dissection but it was the combination of the calcified disease and tortuousity of the vessel. The device performed as expected and as per direction for use (dfu). No further patient complications were reported and the patient was stable. It was further reported that the dissection was not flow-limiting. There were no complications/symptoms associated with the dissection.

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the moderately tortuous and severely calcified vessel. A 1.25 mm rotalink plus was selected for use. During procedure, it was noted that during rotablator advancement, the device caused a dissection within the vessel. Rotablation was then stopped and a non- bsc balloon and three non-bsc stents were used to open up the vessel and complete the procedure. As per physician's opinion, the device was not in fault of the noted dissection but it was the combination of the calcified disease and tortuousity of the vessel. The device performed as expected and as per direction for use (dfu). No further patient complications were reported and the patient was stable.